Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed specified limits. Technical support assisted with resetting the pump, providing relevant information and guidance. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer acknowledged the instructions and was advised to call back if the issue reappeared.